Event description:
Information received indicates both the left and right siderail do not stay up.

Manufacturer narrative:
The technician found four rivets are broken in each of the siderails. The technician replaced the rivets to repair the stretcher.